Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and salpingitis ('fallopian tubes were inflamed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6)-2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("bladder/urinary problems: vaginal . Discharge"), urinary tract infection ("bladder/urinary problems : uti"), bladder disorder ("bladder problem"), fatigue ("fatigue"), alopecia ("hair loss"), headache ("headaches") and nausea ("nausea") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy robotic, salpingectomy robotic, cystoscopy). Essure was removed on(B)(6)-2020. At the time of the report, the pelvic pain, salpingitis, abdominal pain, dysmenorrhoea, vaginal discharge, urinary tract infection, bladder disorder, fatigue, alopecia, hormone level abnormal, headache and nausea outcome was unknown. The reporter considered abdominal pain, alopecia, bladder disorder, dysmenorrhoea, fatigue, headache, hormone level abnormal, nausea, pelvic pain, salpingitis, urinary tract infection and vaginal discharge to be related to essure. The reporter commented: discrepancy noted in insertion date--??-???-2014, (B)(6)2013. Previously reported essure removal date : (B)(6)2020 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)-2013: total bilateral occlusion. Imaging procedure - on (B)(6)-2013: unknown. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)-2021: mr received : event "fallopian tubes were inflamed", reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("bladder/urinary problems: vaginal . Discharge"), urinary tract infection ("bladder/urinary problems : uti"), bladder disorder ("bladder problem"), fatigue ("fatigue"), alopecia ("hair loss"), headache ("headaches") and nausea ("nausea") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, vaginal discharge, urinary tract infection, bladder disorder, fatigue, alopecia, hormone level abnormal, headache and nausea outcome was unknown. The reporter considered abdominal pain, alopecia, bladder disorder, dysmenorrhoea, fatigue, headache, hormone level abnormal, nausea, pelvic pain, urinary tract infection and vaginal discharge to be related to essure. The reporter commented: discrepancy noted in insertion date--(B)(6) 2014, (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Imaging procedure - on (B)(6) 2013: unknown. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-oct-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("bladder/urinary problems: vaginal . Discharge"), urinary tract infection ("bladder/urinary problems : uti"), bladder disorder ("bladder problem"), fatigue ("fatigue"), alopecia ("hair loss"), headache ("headaches") and nausea ("nausea") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, vaginal discharge, urinary tract infection, bladder disorder, fatigue, alopecia, hormone level abnormal, headache and nausea outcome was unknown. The reporter considered abdominal pain, alopecia, bladder disorder, dysmenorrhoea, fatigue, headache, hormone level abnormal, nausea, pelvic pain, urinary tract infection and vaginal discharge to be related to essure. The reporter commented: discrepancy noted in insertion date--??-???-2014, (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Imaging procedure - on (B)(6) 2013: unknown. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 22-oct-2020: pif received. Case became serious incident as removal was done. Reporter's information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.